Event description:
During a service evaluation at the manufacturer facility, the service technician reported the device had unintended activation when it was running when the trigger would not stay in safe and moved to the run position. There were no reported adverse consequences; there were no procedure delays; there was no medical intervention required; there was no associated procedure.

Event description:
During a service evaluation at the manufacturer facility, the service technician reported the device had unintended activation when it was running when the trigger would not stay in safe and moved to the run position. There were no reported adverse consequences; there were no procedure delays; there was no medical intervention required; there was no associated procedure.